Event description:
A surgeon reported an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Add'l info was received from the surgeon, who reported the pt is now wearing glasses and the event resolved.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history records review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire was received on 06/25/2012. (B)(4).